Event description:
It was reported by service report that the scale and bed exit were not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged foot-end load cell cable caused the scale and bed exit to malfunction.